Manufacturer narrative:
This is one event of two events reported for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event within 24 hours of completing dialysis treatment on or about (B)(6) 2011. The plaintiff's attorney also alleged that the pt experienced a sudden cardiac event within 48 hours of receiving dialysis treatment on or about (B)(6) 2011.